Manufacturer narrative:
The device was returned and visual inspection revealed housing intact but damaged label. The reported event was confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Pump was found to be displaying "1210" error code and changing into "1260" error code alarm message during power up. A faulty microprocessor unit board will be replaced.

Event description:
It was reported that cadd legacy pump displayed error message was displayed. No patient injury reported.